Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A previous review of provided patient x-rays and medical records did not identify product error regarding the patient dislocation. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Reason for original complaint. Clinical report states: dislocation reoccurrence. **update** (B)(4) 2013 - the complaint has been reopened because the patient was revised on (B)(6) 2013 to address recurrent dislocation.